Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with 275cc mentor memorygel breast implants experienced left sided rupture and bilateral ptosis post procedure. As a result, mastopexy and bilateral prosthesis replacement with allergan 485cc smooth silicone gel implants was performed. The patient was taken to the recovery room in stable condition. Mentor became aware of the rupture on (B)(6) 2019, and the ptosis on (B)(6) 2019. This report relates the right to the prosthesis. See 1645337-2019-13289 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/1/2019. Device evaluation summary: according to the information received, it was reported that the patient developed anisomastia. During evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, this is unrelated to the breast implant and related to the patient condition. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).